Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17052. It was reported a cerebrospinal fluid (csf) leak during an implant procedure. In turn, the physician performed a blood patch. Follow-up information indicated patient was stable post operatively.